Event description:
It was reported that this pacemaker declared a lead safety switch (lss) due to high out-of-range (oor) pacing impedances on the right ventricular (rv) lead, measuring greater than 2000 ohms. Boston scientific technical services (ts) discussed troubleshooting options. The physician will continue to monitor the patient/system. This pacemaker and rv lead remains in service. No adverse patient effects were reported.